Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause of the reported malfunction was that the response button switch was defective. The root cause for the defective response button switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.